Event description:
It was reported that at the end of implantation, patient got a pericardial effusion which was solved by a pericardiocentesis. The condition of the patient was good at the end of the procedure.

Manufacturer narrative:
(B)(4).